Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that they were not sure if the device was working as they didn't think that the implanted neurostimulator was charging up the way that it was supposed to. Caller stated that the patient had been in a lot of pain and that some medications were switched around, so they weren't sure if that was the problem. Caller said that for the past two days, the patient was hurting a whole lot and wasn't able to walk good and was having a lot of symptoms that they had prior to having the ins implanted. Caller also said that last night they were charging the ins and something funky came up on the controller; caller couldn't remember what the message said however. Agent had the caller reset the controller and then unlock the controller. Caller said that the controller battery was empty. Caller thought that the ins was depleted as well. Caller connected the ac power supply to the controller and saw the controller light flashing green. Caller then said that something wasn't right as the screen was showing that the ins was dead and that the controller was fully charged. Agent reviewed controller/ins batteries further with the pt. Caller then saw battery empty cannot provide stimulation recharge implanted device. Agent guided the caller to the batteries screen again and caller saw that the controller was at 70% and the ins was at 0%. Agent had the caller initiate an ins recharging session. Caller saw recharging excellent with the controller light flashing green. The troubleshooting steps that were taken on the call resolved the issue. When asked for the event date, caller repeated information about the pt having pain for the past two days. Caller said that they were not sure when the issue started otherwise. Caller said that their sister-in-law turned up the stimulation to 10 and the pt never felt the stimulation.